Event description:
It was reported that during a ventral hernia procedure, the assitant surgeon (who was never trained on the device) fired the instrument into their finger. There was a slight stick, but no blood. No treatment was required. There was no consequence to the assistant surgeon or pt.